Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). Thrombus detected in pump, but site elected not to change pump until patient was successfully transplanted on (B)(6) 2018 and is recovering well. Adverse event term: embolism.

Event description:
The site contacted berlin heart clinical affairs to report that a patient supported by an excor blood pump in the bvad configuration developed acute onset of left sided hemiparesis, expressive aphasia, left eye deviation, left sided facial droop, and headache on the morning of (B)(6) 2018.